Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
A ge service rep performed an on site investigation. The system was tested and found to be working as intended and put back into use.